Manufacturer narrative:
The pump passed the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. However, hardware low level failure alarm (variable info=3) confirmed in the pump history due broken trace on pin1, u1 keypad assembly. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the pump and the bg readings registered properly in the daily history. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer's blood glucose level was 250 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.